Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information is expected this report is complete. If additional information is received, this report will be updated.